Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. Previously, the patient had a non-boston scientific device that was removed and this icm was implanted as a replacement. The insertion site never healed properly, therefore, this icm was explanted and a new icm was implanted in a slightly different location. Reportedly, the icm was being pushed out. The field representative did not have information regarding the product return. No additional adverse patient effects were reported.